Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the mechanical thrombectomy procedure, the thrombectomy device separated from the pushwire. Upon the second thrombectomy retrieval, the microcatheter was slid off the back end to aspirate through the catheter, at this time it was felt that the wire ¿snapped¿. The device snapped inside the catheter. The devices were replaced with an identical system. No other issues or patient injury occurred. The vessel anatomy was normal.

Manufacturer narrative:
A competitor catheter and a segment of the revascularization device were returned for analysis. A segment of the mechanical thrombectomy device was returned within gauze. Upon visual inspection, no damages or irregularities were found with the catheter hub. The catheter body was found to be damaged and cut, which is consistent with the reported information. The missing portion of the catheter was not returned. Upon visual inspection of the catheter distal lumen, a second segment of the mechanical thrombectomy device was found. An in-house mandrel was inserted into the catheter hub and the mechanical thrombectomy device segment was pushed out from the lumen with no issue. The remaining portion of the pushwire was not returned for analysis. The microcatheter¿s distal marker band and tip were found constricting the stents non-working length struts. The struts at the distal end of the stent segment appear to have been cut. No other anomalies were observed with this stent segment. The stent segment returned within the surgical gauze was then examined. The struts at the proximal and distal ends of the stent appear to have also been cut. The distal portion of the stent device was found to be missing and not returned. No other anomalies were observed. The competitor catheter will be returned to its manufacturer. Multiple attempts have been made to the user. However, our attempts have been unsuccessful. The evaluation is still underway, and supplemental report will be submitted, upon completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mechanical thrombectomy device's pushwire appears to have broken twice. This segment has been sent out for scanning electron microscopy (sem) analysis. The evaluation is still underway. A supplemental report will be submitted when completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the device analysis and reported information, the report of separation was confirmed. The solitaire platinum struts were found to be cut twice. In addition, the competitor catheter was found to be cut once. It was reported the catheter was cut to remove the system. Therefore, it is likely the solitaire platinum struts were cut while still within the competitor catheter during removal. A portion of the solitaire platinum pushwire was returned with the stent segment. The pushwire was found to be separated twice. Based on the scanning electron microscopy (sem) report, the proximal broken end of the pushwire was found to have separated as a result of ¿tool snipping¿. Therefore, it is also likely the solitaire platinum pushwire was also cut during removal. However, the cause could not be determined as the remaining portion of the pushwire was not returned. The distal broken end of the pushwire was found to have separated within the wire bending area and exhibits dominantly dimple features indicative of overload type failure; however, the cause could not be determined. During the solitaire platinum device analysis, a marksman distal marker band and tip was found on the stent. Based on the marksman investigation, the marker band dislodge can be attributed to a patient¿s highly tortuous anatomy and/or other contributing factors such, as kink/damage in guide catheter / balloon guide catheter /guidewire / stents which can cause resistance during delivery and/or retrieval, subsequently causing the marksman catheter to become damaged. It was reported the patient¿s vessel tortuosity was not abnormal, and no kinks were found with the returned competitor catheter. Therefore, the cause could not be determined at this time. The lot history record review of the solitaire platinum showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. The solitaire platinum instructions for use (IFU) contains the following warning: ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿ the marksman IFU contains the following warnings: ¿the catheter should be manipulated under fluoroscopy only. Do not attempt to move the catheter without observing the resultant tip response. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ in addition, the IFU contains the following caution: ¿inspect the catheter prior to use for any kinks or bends. Any catheter damage may decrease the desired performance characteristics.¿ if information is provided in the future, a supplemental report will be issued.